Manufacturer narrative:
Investigation result: one 2205e-0006 sample was received without packaging for investigation. The sample was received connected to a 50mg glass vial. The customer reported that the affected sample could have been from either lot 22095222 or 23075506 and that "at the pharmacy, we removed the product or the adapter from the vial and found that the piercing pin was completely bent. It is not possible to say whether this was not intact beforehand. We noticed that the gray stopper of the vial was not pierced. Most likely due to the bent spike on the adapter. As a result, the solvent ran past the side and could not get into the vial. After the complaint sample examination, it was observed that the spike tip of the vial adapter was deformed and more specifically, that the spike tip was split into two parts, where the first one was slightly bent and the other one was bent backwards while its tip was twisted. We could not locate any step in our process where this could have happened." A visual inspection of the returned sample noted that the spike was deformed, confirming the customer's experience; however, inspection of the stopper of the vial confirmed evidence that the vial had been accessed. The details of this feedback were forwarded to the supplier and manufacturing site for investigation. In this instance as the damage was observed following attempted access of the vial, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 22095222 and 23075506 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2205e-0006 product in the international market in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd vial access device had defective molding. The following information was provided by the initial reporter: the adapter was properly attached to the ampoule and then the syringe with the solvent was attached to reconstitute the powder. The solvent leaked out when the syringe was emptied. We removed the product or the adapter from the vial and found that the piercing pin was completely bent. It is not possible to say whether this was not intact beforehand. We noticed that the gray stopper of the vial was not pierced. Most likely due to the bent spike on the adapter. As a result, the solvent ran past the side and could not get into the vial. It was observed that the spike tip of the vial adapter was deformed and more specifically, that the spike tip was split into two parts, where the first one was slightly bent and the other one was bent backwards while its tip was twisted. We could not locate any step in our process where this could have happened. It is assumed that a possible root cause could be a defective device from the supplier.